Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml exactamix bags were leaking from the middle administration port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three samples were returned for evaluation. Notes in the report state 2 actual samples 1 companion sample, all three same s/n. No indication which sample was an actual or companion and one sample was received with spike port broken off found loose inside zip lock bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed by filling the bags with water. An unaided eye visual inspection was performed and noted the spike port leaked from the sides of the spike port tubing cap area. The sample returned with the broken spike port was plugged during functional testing, and a leak was noted in the same area. The reported problem was confirmed. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.